Event description:
A pharmacist called on behalf of the customer. She stated the customer had received a high blood glucose reading of 224 mg/dl and did not think the reading was correct. While troubleshooting, she performed control tests and received a reading of 411 mg/dl. The normal control range was 106-147 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.